Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate this device because it was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause could not be determined. The reported event was likely to be caused by bad connection due to broken cable. The cable may have been broken by physical stress. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that following phenomenon. The scope communication error b30 appeared on the monitor. The unspecified cable is broken. The video connector is rusted. Other detailed information was not provided. There was no report of patient injury associated with the event.